Manufacturer narrative:
We received feedback from both the surgeon and the sales rep regarding this revision case. Both commented on the age of the patient combined with the poor bone quality due to osteoporosis and type c femur as being the main contributing factors to the spontaneous fracture in this case. This is the first reported incident of a non-fall related femur fracture with any tjo stems. There are no deviations or nmrs for the femur lot that would identify anything abnormal about the femur used in the primary case. Therefore, there is no conclusive finding related to the stem itself or the procedure, the likely cause is patient related due to poor bone quality.

Event description:
A serious injury resulted in the need for surgical intervention due to a spontaneous vancouver type b2 fracture with stem subsidence 10 days after the primary tha surgery with no reported fall or incident by the patient. Surgeon reported the patient was very osteoporotic with a type c femur.